Event description:
It was reported that "the cement was very thin and took longer to set than usual. The procedure was completed successfully." No add'l info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company representative.